Event description:
It was reported that a patient had a rash due to possible allergic reaction to the antibiotic prescribed after recent pulse generator system implant. It was noted that echocardiogram showed a small pericardial effusion along with subclavian deep vein thrombosis. The patient was treated with medications, stabilized and discharged home.